Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During a procedure, a tab that holds the plate on broke off while removing from the plate. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product was returned and evaluated. Visual evaluation confirms one of the two tabs has fractured off as shown on attached photos. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.